Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a cracked mount. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a with cracked mount was confirmed during product evaluation by baxter quality engineering. This condition was due to a damaged v-block plate and pole clamp assembly. The v-block plate and pole clamp assembly were replaced to correct this condition. A service history review revealed that this device has not been previously serviced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.